Event description:
The customer reported that the low spo2 alarm limit for the bedside monitor (bsm) was configured to alarm when it dipped to 88, but it did not alarm until 80. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the low spo2 alarm limit for the bedside monitor (bsm) was configured to alarm when it dipped to 88, but it did not alarm until 80. No patient harm or injury was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Nka clinical informed the customer that the spo2 has a delay and that the customer stated that the time span between spo2 values of 88 and 80 was a few seconds. The root cause is likely related to user education. There is no evidence of an nk device malfunction that may have contributed to the reported issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: a2 - a6 b6 - b7 d10 attempt #1 09/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer replied that the requested information was unknown.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) alarm was configured to alarm at 88, but didn't alarm until 80. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) alarm was configured to alarm at 88, but didn't alarm until 80. No harm or injury was reported.